Event description:
It was reported that the pt was never stabilized after replacement of a pump due to end of service. The pt was taken to the operation room. There the pump was externalized and tested by programming a bolus. There was good backflow of cerebrospinal fluid. No other procedures were done. The pump was refilled in the operation room. Please see mfg. Report # 3004209178200904723.